Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation and the customer' reported condition was confirmed. Evidence indicates this occurrence is due to usage wear over time. During testing the reported condition was duplicated. As a result, if additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that the hose was leaking on the hand piece device. It was unknown to the reporter if the planned surgery was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.